Event description:
Report two of two received of a tubing "rupture" during use with a power injector. No specific pt info was provided. It was reported that there was a tubing rupture during high powered contrast injection for an unspecified radiology study. There was no reported blood loss. The pt's IV site had to be changed. There were no reported adverse pt effects. Multiple attempts were made to obtain further clinical info, but no further info was provided.